Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A surgeon reported with a description of intraocular lens (iol) had a coating. Additional information has been requested and received stating the lens was not explanted, in surgeon opinion there was a coating on the lens/cloudy that persists and represents a quality defect. It was visible even before contact with viscoelastic.